Event description:
It was reported that customer experienced pump battery life declining over the past couple of months and needing to charge pump about every day, and customer stated battery was depleting too fast. There was no reported impact to the customer¿s blood glucose level. Pump logs later showed battery was depleting normally, customer had already reported concerns to another support team, and customer declined further follow up with technical support, so no additional corrective action was taken and no further information was obtained.